Manufacturer narrative:
It was reported that after tka procedure, a revision surgery was performed due to suspected infection. No delay. The affected journey ii bcs articular insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that correspondence indicated the culture results showed ¿no growth¿. The patient impact beyond the reported insert exchange/revision could not be determined. No further medical assessment can be rendered at this time. Based on this investigation, the need for corrective action is not indicated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery had to be performed due to suspected infection. The insert was changed from a size 10 (74027242, 19cm23381) to size 11 (74027243, 19km19863). Primary on (B)(6) 2020, revision on (B)(6) 2020. Procedure: tka.